Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer would not power on. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would boot to a black screen or to a system error then the programmer would shutdown. Lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found the system fan was noisy and a latch tab on power cord bay was broken. It was noted the programmer came without stylus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.